Manufacturer narrative:
It was reported that there is towel lint in pack. Procedure completed with additional effort to wipe down wire and catheters to keep lint from being introduced into patient. The patient is fine. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Towel lint in pack.